Event description:
It was reported that during a vats procedure, the foot switch malfunctioned. No response when surgeon stepped on the pedal. There was no reported pt consequence. It was not reported how the case was completed.